Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The system air leak test passed. Valve actuation test passed. Teach pumps test passed. Post-ast two hours 15 mins 8500 ml simulated treatment was performed without any failures or problems. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code (s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A nurse reported that after a peritoneal dialysis (pd) treatment was completed, there was fluid found inside the cycler. There was a pump a vs. B volume error warning during treatment. After treatment fluid was discovered in the pump module area. In a follow up, the nurse said the warning was during cycle 3 of treatment and when nurse stopped treatment and removed cassette there was fluid in the cycler. The nurse said there was no harm, intervention or adverse event for the patient. The cycler was set aside to dry out over time.

Event description:
A nurse reported that after a peritoneal dialysis (pd) treatment was completed, there was fluid found inside the cycler. There was a pump a vs. B volume error warning during treatment. After treatment fluid was discovered in the pump module area. In a follow up, the nurse said the warning was during cycle 3 of treatment and when nurse stopped treatment and removed cassette there was fluid in the cycler. The nurse said there was no harm, intervention or adverse event for the patient. The cycler was set aside to dry out over time.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.